Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 2%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). Between approximately 7 and 8 a.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. The patient was sent to the hospital and at approximately 10:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.7 inr. The patient was sent back to the customer site with treatment for her inr and was instructed to withhold coumadin medication for 3 days based on the laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequence is at least once per week. The heater plate of the meter was contaminated with blood.